Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2019. The patient stated she changed her insulin pump and had a high carb meal. Her cgm had been correctly reading high values most of the day, around 300-400 mg/dl. She gave herself insulin and rechecked her bg, then gave more insulin and rechecked her bg. The insulin finally started working and her cgm dropped gradually to 204 mg/dl, then 178 mg/dl, then 101 mg/dl. It then dropped very rapidly to 78-80 mg/dl within about two minutes with double arrows down. She stated that she passed out from a low blood sugar and there was no urgent low alarm and felt the cgm was inaccurate. No comparative bg value was available as she passed out so quickly. She remained at home and did not go to the hospital. No treatment information was provided. At the time of the report she was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.